Event description:
The implant malfunctioned due to dropping from the implant driver. The malfunction did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Implant failed due to failure of osseointegration.

Event description:
Implant failed due to failure of osseointegration.